Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving ketamine (5000 mg/ml at 1124.25 mg/day), fentanyl (20 mg/ml at 4.497 mg/day), and clonidine (2500 mcg/ml at 562.1 mcg/day) via an implanted pump. It was reported that the pump was replaced today and moved from the patient¿s abdomen to the chest area as the patient was having some discomfort where it was. It was noted during the call that the spinal segment of the catheter was not cleared, and the pump and new catheter segment were not primed. The approximate time the patient would be without drug was then reviewed.